Event description:
It was reported that patient underwent a knee procedure utilizing signature knee guides on (B) (6) 2010. During the procedure, the surgeon pinned the femoral guide into place but found the holes for the 4-1 cut block to be internally rotated and therefore not usable. Additional instrumentation had to be retrieved and measurements taken for the holes to be re-drilled. A delay of more than half an hour occurred as a result.

Manufacturer narrative:
Product and complaint has been forwarded to contract/manufacturer supplier. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation results forwarded by the supplier were inconclusive.

Event description:
It was reported that patient underwent a knee procedure utilizing signature knee guides on (B) (6) 2010. During the procedure, the surgeon pinned the femoral guide into place but found the holes for the 4-1 cut block to be internally rotated and therefore not usable. Additional instrumentation had to be retrieved and measurements taken for the holes to be re-drilled. A delay of more than half an hour occurred as a result.